Event description:
While making our anterior chamfer cut the mics piece broke at the attachment point where you twist the knob to lock in the saw attachment. A screw dropped down onto the drape and the saw blade/attachment was still in the bone we were cutting. Case type: tka; surgical delay: =15 minutes.

Manufacturer narrative:
Reported event: while making our anterior chamfer cut the mics piece broke at the attachment point where you twist the knob to lock in the saw attachment. A screw dropped down onto the drape and the saw blade/attachment was still in the bone we were cutting. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection. CAPA 2127499 has been raised for lost product. If the device is returned then the complaint will be reopened. Product history review: device history records indicate 25 devices were manufactured under lot k0bw0 and were accepted into final stock on 09/27/2018.no non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0bw0, shows 04 additional complaint(s) related to the failure in this investigation. Complaint pr: 1949865, 2058161, 2085673, 2086328 conclusions: the alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that no nc/CAPA are associated with the failure mode reported in this event. H3 other text : device not returned.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While making our anterior chamfer cut the mics piece broke at the attachment point where you twist the knob to lock in the saw attachment. A screw dropped down onto the drape and the saw blade/attachment was still in the bone we were cutting. Case type: tka. Surgical delay: 15 minutes.